Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The patient presented with non-emergent class iii angina. Vascular access was obtained via the right femoral artery. Diagnostic catheterization revealed that the mid right coronary artery (rca) was 100% stenosed with timi 0 flow at the beginning of previously placed stents. Another manufacturers' 6f guide catheter was used to cannulate the rca. This choice guide wire was advanced via a collateral vessel coming off the left circumflex (lcx) artery to posterolateral (pl) collaterals. At this point, several attempts were made to advance the wire through the distal cap of the cto segment. A 1.5x8mm apex balloon catheter was used for added support using low pressure inflations to 2 atms. Though some progress was made, the balloon and wire could not be passed entirely through the occluded segment into the native rca. In an attempt to pass through the occlusion, the guide wire fractured and punctured the mid point of the balloon catheter shaft. The proximal end of the wire was removed from the patient. An inflation device was then attached to the apex balloon catheter and the distal end of the wire was aspirated through the wire lumen of the apex. The remaining distal segment of the wire and the apex balloon catheter were removed from the patient together. There were no fragments left inside the patient. Antegrade attempts were then made via the native rca with a choice pt es guide wire through the occluded segment. However, multiple attempts were unsuccessful. The case was ended at this point. Final angiography revealed a residual <10% stenosis with timi 3 flow. No further patient complications were reported and the patient's status is good. No dissection or perforation of the vessels were noted.